Manufacturer narrative:
A carefusion field service rep evaluated the ventilator and discovered that the flow sensor was partly disconnected. He was unable to determine whether this occurred during or after use. He checked the wires and found that one of the turbine wires was not snug and could have wiggled itself loose over time. He secured the connection and ran operation checks for 2 minutes. He was unable to duplicate the reported issue. A followup request was sent to the user facility on february 23 2015 for additional info on pt involvement/pt info but as of march 9 2015 carefusion has yet to receive any additional info.

Event description:
The customer called carefusion technical support to report that one of their ventilators stopped cycling while on a pt. According to the customer, there was no harm done to the pt. The pt was placed on another ventilator. The customer requested that a field service rep come to the facility and correct the problem.